Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that the blade was inserted incorrectly and bent.

Manufacturer narrative:
Correction to d9 (product available to stryker), h3 (device evaluated by mfg), and h6 (health impact code). The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned lag screw and blade could be confirmed based on the catalog number and lot number marked on the packaging label. One arm of the blade is highly bent, confirming the reported event. The tips of both devices are damaged as a result of the failed insertion attempt. Dimensional inspection showed that the blade is within specification. Based on the information received ("inserted the blade incorrectly and bent it") the root cause could be determined as user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the blade was inserted incorrectly and bent.